Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The device is fractured horizontally near the middle, several threads, both above and below the fracture are deformed. There is biological debris on the returned device. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical review states that all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based solely on the results of the product evaluation the root cause of the reported issue was the result of a user technique vs procedural variance. The device IFU does caution that ¿excessive force should not be placed on the screw.¿ no further patient impact is anticipated. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device, or improper preparation of the insertion site. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a procedure, the biosure regenesorb screw broke after 2-3 turns in the tunnel. All the broken pieces were removed from the patient using grasper and suction. The procedure was completed using a smith and nephew back up device in the originally drilled bone hole. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).